Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the motor arm cannot communicate with the main arm and an error in the motor was detected by reading unexpected value from hall sensor. The customer's blood glucose reading was unknown. The customer stated that the pump error did not occur during rewind. The customer stated that a temporary basal was not programmed before the unexpected restart. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The formatted history file analysis confirmed the pump error 53 and pump error 4 due to a software error. The pump was received with minor scratches on the display window and case.